Manufacturer narrative:
Product analysis: the device remains implanted; therefore, no product analysis can be performed. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Conduction disturbances are known potential adverse effects associated with any cardiac or thoracic procedure (open or catheter-based) and can be resolved with medical treatment or the implant of a permanent pacemaker (with the risk-benefit ratio in favor of implant of the percutaneous aortic valve). A conduction disturbance does not indicate a device malfunction or potential manufacturing issue. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that following the implant of this transcatheter bioprosthetic aortic valve, complete heart block (chb) was identified via electrocardiogram (ECG) and temporary pacing was initiated. A second ECG was performed the next day which showed the chb remained. It was determined the patient was depended upon pacing. Subsequently, a permanent pacemaker was implanted on the third post-operative day. No additional adverse patient effects were reported.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, the valve was deployed twice due to an implant depth that was too high; the valve was recaptured twice. Following full deployment, trace paravalvular leak was noted. In addition, complete heart block (chb) was identified via electrocardiogram (ECG) and temporary pacing was initiated. A second ECG was performed the next day which showed the chb remained. It was determined the patient depended upon pacing. Subsequently, a permanent pacemaker was implanted on the third post-operative day. No additional adverse patient effects were reported. Additional information was received that the chb resolved with the permanent pacemaker implant. No adverse patient effects were reported.

Manufacturer narrative:
Corrected data: the previous supplemental medwatch (2025587-2022-01733) was inadvertently submitted with the date manufacturer received showing an I ncorrect calendar year. The updated information was received on august 30, 2023. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Updated data: b5. Second paragraph added. Corrected data: d10. Added the concomitant delivery catheter system. H6. The codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic aortic valve, the valve was deployed twice due to an implant depth that was too high; the valve was recaptured twice. Following full deployment, trace paravalvular leak was noted. In addition, complete heart block (chb) was identified via electrocardiogram (ECG) and temporary pacing was initiated. A second ECG was performed the next day which showed the chb remained. It was determined the patient depended upon pacing. Subsequently, a permanent pacemaker was implanted on the third post-operative day. No additional adverse patient effects were reported. Additional information was received that the chb resolved with the permanent pacemaker implant. No adverse patient effects were reported.

Manufacturer narrative:
Updated/corrected data: b2, b3, b5, h6 this regulatory report is being submitted as part of a retrospective review and remediation per (B)(4) related to CAPA pr 564122. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received indicated that 24 days following the valve implant the patient was hospitalized with an abnormal coagulation profile. Supratherapeutic international normalized ratio (inr) was identified. Diagnostic chest x-ray was unremarkable. The electrocardiogram (ECG) noted normal sinus rhythm. The following day an echocardiogram noted a normal ejection fraction, normal velocities and gradients. Trivial paravalvular leak (pvl) identified. Unspecified treatment was provided. The event resolved 3 days following onset and the patient was discharged.

Event description:
Additional information received indicated that due to the abnormal coagulation profile the anticoagulation was initially held. The patient was hemodynamically stable and discharged after 3 days. The anticoagulation medication then continued, and the patient would follow up with the anticoagulation clinic. The physician indicated the supratherapeutic international normalized ratio (inr) was unrelated to the medtronic product and implant procedure.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.